Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is insufficient si joint fixation due to malpositioned implants.

Event description:
In (B)(6) 2014, the patient underwent a left side si joint arthrodesis where two implants were placed. The patient had a recurrence of her pain symptoms after nine months of pain relief. The surgeon determined that one of the implants was too short and not fully seated in the sacrum while the other was placed too posterior. In (B)(6) 2015, the surgeon performed a revision surgery where he removed both of the initial implants and filled the explant holes with bone graft. He then placed three new, longer, ifuse implants in new positions. The status of the patient following the revision is not yet known.